Event description:
The device was used during a pneumothorax procedure. It was reported by the affiliate that the device did not open easily. The anvil part had to be forced open. There was no pt consequence.